Event description:
The device was returned to the service center with a report from the customer contact that the device had a 09/006/003 (power on motor test) malfunction code and a crack in the display. This does not indicate a reportable malfunction. However, during verification testing at the service center, corrosion due to leakage from the disposable batteries on the battery door, battery compartment, and middle printed circuit board.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.